Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 4224, an opened downstream occlusion seal, and a cracked battery compartment. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D3: mfg establishment name updated. D9: device received on 5/6/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a degraded downstream occlusion (dso) seal. The customer's issue was replicated. The dso seal was replaced to fix the issue. The mainboard was also replaced as a last resort to fix the reported error code.